Event description:
A peritoneal dialysis (pd) patient's wife contacted (B)(6) customer service to report that the plastic tape (16-1527-7) tears and burns the patient's skin. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).